Event description:
Reportedly, according to a sporty patient, his heart rate was blocked at 50 min-1 lately despite the activity that he was doing. On (B)(6) 2013, the same programming parameters were observed as in the previous follow-ups (as expected) except the rate response feature that was deactivated although it was set previously to "fixed". In addition, the 24 hour heart rate curve was flat for the past 4 days despite the activity performed. A warning message stating that the atrial impedance measurement was below 2000 ohm on the implantation date ((B)(6)2012) was displayed. Explanation and recommendations are required.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.